Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug (device #1) device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard/davol perfix plug (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax device. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is only making a claim for an adverse patient outcome against the perfix plug (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6)2014: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (B)(6)2017: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is only making a claim for an adverse patient outcome against the perfix plug (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2014 - patient was diagnosed with indirect right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿the hernia is hemilateral to epigastric vessel was dissected. The perfix plug (device #1) is secured and sutured to the fascia transversalis and to poupart¿s ligament circumferentially. External to the plug, the mesh was secured circumferentially.¿ (B)(6)2016 - patient underwent colonoscopy. (B)(6)2017 - patient was diagnosed with pain, recurrent right inguinal hernia and left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device #2) for recurrent right inguinal hernia and implant of 3dmax mesh(device #3) for left inguinal hernia. Per operative notes, ¿a large hernia sac was noted on the right side and end of the hernia sac was identified and noted to be attached to a stitch, adherent to the overlying mesh (device #1). Due to its close adherence, the hernia sac was sharply dissected of the mesh and the stitch. On the contralateral side, which was noted to have a small indirect hernia, which was easily reduced toward the peritoneal cavity. A bard 3dmax mesh(device #2) was placed to completely cover the indirect, direct, and femoral spaces. The mesh was tacked into place laterally and superior to the iliopubic tract, and inferomedially to the cooper ligament. The process was repeated for left side with the implant of 3dmax mesh(device #3)." Attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug (device #1) device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years and 8 months post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesion, pain thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence, adhesion and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-mar-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.